Event description:
Phoenix was prepared in a normal way. Handle was connected and flushed, torquer was used during the atherectomy. The treatment wasan atherectomy with the phoenix device of two lessions in the right sfa and poplitea. Dzuring the second passage of the distal lession the handle stopped twice. The physician reconnected the handle and we could proceed the 2nd passage of the distal popliteal lession. The control angiography showed than a dissection in the popliteal segment and a leak of contrast media.the physician decided to make a prolonged dilatation ( boston scientific balloon 5x100) over 10 minutes with an outside pressure with a blood pressure cuff. First control showed a good result with no leaks of contrast media anymore. He treated the proximal lession as well with an angioplasty balloon 5/100. After all he checked the whole leg from proximal up to the foot. In consultation with the vascular surgeon the decision was to keep it without stenting. Patient was fine all the time, no pain, no issues.

Manufacturer narrative:
Unique identifier (UDI) # corrected as the incorrect number was entered on the initial and fu1 reports in error.

Event description:
Phoenix was prepared in a normal way. Handle was connected and flushed, torquer was used during the atherectomy. The treatment wasan atherectomy with the phoenix device of two lessions in the right sfa and poplitea. Dzuring the second passage of the distal lession the handle stopped twice. The physician reconnected the handle and we could proceed the 2nd passage of the distal popliteal lession. The control angiography showed than a dissection in the popliteal segment and a leak of contrast media. The physician decided to make a prolonged dilatation ( boston scientific balloon 5x100) over 10 minutes with an outside pressure with a blood pressure cuff. First control showed a good result with no leaks of contrast media anymore. He treated the proximal lession as well with an angioplasty balloon 5/100. After all he checked the whole leg from proximal up to the foot. In consultation with the vascular surgeon the decision was to keep it without stenting. Patient was fine all the time, no pain, no issues.

Manufacturer narrative:
Product not yet received for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Phoenix was prepared in a normal way. Handle was connected and flushed, torquer was used during the atherectomy. The treatment was an atherectomy with the phoenix device of two lesions in the right sfa and poplitea. During the second passage of the distal lesion the handle stopped twice. The physician reconnected the handle and we could proceed the 2nd passage of the distal popliteal lesion. The control angiography showed than a dissection in the popliteal segment and a leak of contrast media. The physician decided to make a prolonged dilatation ( boston scientific balloon 5x100) over 10 minutes with an outside pressure with a blood pressure cuff. First control showed a good result with no leaks of contrast media anymore. He treated the proximal lesion as well with an angioplasty balloon 5/100. After all he checked the whole leg from proximal up to the foot. In consultation with the vascular surgeon the decision was to keep it without stenting. Patient was fine all the time, no pain, no issues.